Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [missing records: records for the ¿multiple abdominal surgeries¿ were not provided.] 04/27/2011:[missing records: the operative report for the implantation of the gore mesh was not provided.] 04/27/2011:[facility ni]. Procedure documentation. Implant record. Pre-op diagnosis: complex left ovarian cyst, history of multiple abdominal surgeries, ventral incisional hernias. Mor prosthetic devices: description: mesh gore dualmesh 20 x 30 (1dlmc07). Manufacturer: gore. Lot number: 8337853. Reference #: 1dlmc07. Implant site: abdomen. Implanted by: (B)(6), md. Quantity: 1. Mor surgical procedures: scheduled procedure: hernia repair incisional; cystoscopy; insertion/change/removal stents; total abdominal hysterectomy with bilateral salpingo-oophorectomy. The records confirm a gore® dualmesh® biomaterial (1dlmc07/8337853) was implanted during the procedure. There is no mention of infection or device removal in the records. 10/24/2011:[missing records: the operative report for the alleged mesh removal and infection were not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2011: (B)(6) medical center ¿ midland. Md. (B)(6) operative report. Preoperative diagnosis: pelvic mass. Postoperative diagnosis: same. Operation: cystoscopy with bilateral ureteral catheter placement. Anesthesia: general. Estimated blood loss: minimal. Drains: bilateral 5 french ureteral catheters, foley catheter. Specimens: none. Complications: none. Procedure: ¿the patient was brought to the operating room. After general anesthetic was administered, the patient was placed in a dorsal lithotomy position. The patient was prepped with betadine and draped in the usual sterile fashion. A 22 french cystoscope was obturated into the bladder. The bladder was thoroughly inspected. The ureteral orifices were in their usual, expected location with clear efflux of urine bilaterally. There were no tumors, stones or other mucosal abnormalities identified. A 5 french pollack catheter was inserted into the right ureteral orifice and easily advanced up to the level of the kidney. The scope was removed, leaving the catheter in place. The scope was reinserted. The left ureteral orifice was easily cannulated and the ureteral catheter was advanced up to the level of the kidney without any difficulty. The scope was removed, leaving the catheters in place. A foley catheter was placed with 10 cc in the balloon. The ureteral catheters were secured to the foley catheter. The patient remained in the operating room for scheduled surgery with dr. (B)(6) .¿ (B)(6) 2011:(B)(6) medical center ¿ midland. Md. ((B)(6) operative report. Assistants: md (B)(6) . Preoperative diagnosis: incarcerated ventral incisional hernias. Postoperative diagnosis: incarcerated ventral incisional hernias. Procedure: lysis of adhesions. Excision of liver nodule. Ventral incisional hernia repair with mesh. Anesthesia: general endotracheal anesthesia. Findings: there were significant adhesions between the small bowel and anterior abdominal wall as well as between loops of small bowel. There were a few small white nodules on the anterior surface of the right and left hepatic lobes. One of these nodules was excised. There were 3 ventral incisional hernias in the midline. The fascial bridges between the three hernias were divided to create 1 single fascial defect which measured 15 cm x 25 cm. A 20 cm x 30 cm piece of gore dualmesh was used for the underlay hernia repair. Technique: ¿the patient was taken to the operating room and placed in the supine position on the operating table. IV antibiotics had been administered. Sequential compression devices were placed on the lower extremities. After general anesthesia was induced, bilateral ureteral stents were placed by dr. Tekchandani. That procedure will be dictated separately. The abdomen was prepped and draped in the usual sterile fashion. A nasogastric tube was placed. A generous midline incision was made, which extended from the epigastrium down to just above the pubic symphysis. Dissection was carried deeper through the subcutaneous tissues, down to the hernia sacs. There were 3 hernia sacs. All 3 hernia sacs were opened. The most superior hernia sac contained omentum. This hernia sac was excised and passed off the table as a specimen. More inferiorly, there was a larger hernia sac. This hernia sac contained small bowel. The small bowel was dissected free from the hernia sac using metzenbaum scissors and electrocautery. This hernia sac was excised down to the level of the fascia and passed off the table as a specimen. The most inferior hernia sac was very large and contained a large amount of small bowel loops. The small bowel was separated from the hernia sac using metzenbaum scissors and electrocautery. A portion of this hernia sac was excised with electrocautery and passed off the table as a specimen. The most superior fascial defect measured approximately 3 cm. The most inferior fascial defect measured approximately 10 cm. The middle fascial defect measured approximately 10 cm. The fascial defects between these 3 hernias were divided with electrocautery to create a single large fascial defect. This fascial defect measured 15 cm transversely and 25 cm longitudinally. I then proceeded to perform lysis of adhesions, concentrated mainly in the pelvis to allow the gynecologist to perform a hysterectomy and bilateral salpingo-oophorectomy. I spent approximately 1 hour taking down adhesions between the small bowel and anterior abdominal wall in between loops of small bowel which were in the lower abdomen. A bookwalter retractor was then placed and small bowel was retracted cephalad. At this point, dr. (B)(6) scrubbed into the case to perform a total abdominal hysterectomy and bilateral salpingo-oophorectomy. I assisted them for approximately 30 minutes to free up the left ovarian cyst from the colonic wall in the pelvis. The cyst was separated from the colonic wall using blunt and sharp dissection. The hysterectomy and salpingo-oophorectomy will be dictated separately by dr. (B)(6). I then lysed more adhesions between the small bowel and anterior abdominal wall and between small bowel loops. I spent an additional 2 hours lysing these adhesions. The falciform ligament was ligated with 0 vicryl ties and divided with metzenbaum scissors. I palpated the liver and there were a few small white nodules on the surface of the right and left hepatic lobes. One of these nodules was sharply excised with a scalpel and passed off the table as a specimen. A small area of bleeding at this site was controlled with cautery. The nasogastric tube was palpated in the stomach and the nasogastric tube was advanced slightly into the stomach. I then proceeded to clear the anterior fascia of fatty tissue circumferentially for a few centimeters out from the fascial defect edge. Due to the a [sic] large amount of intestine that had herniated out through lower fascial defects, there was loss of domain. The fascial edges would not come together. Again, the fascial defect measured 15 cm x 25 cm. A 20 cm x 30 cm piece of gore dualmesh was used for the hernia repair. An underlay repair was performed with the rough side of the mesh facing upward toward the anterior abdominal wall and the smooth side down against the bowel. The mesh was secured to the overlying fascia at 24 points using interrupted 0 prolene suture. I then inspected the hernia repair looking for any significant gaps between sutures. There were a few areas where the blunt end of my forceps could pass into gaps between the sutures that had already been placed. A few extra stitches in 0 prolene were used at these sites to secure the fascia to the mesh. Two 10 french flat jp drains were then placed. One was brought out through a separate stab incision in the right lower quadrant and the other through a separate stab incision in the left lower quadrant. The drains were secured to the skin with 3-0 nylon. The drain exiting from the left lower quadrant was positioned along the inferior aspect of the wound. The drain exiting the right lower quadrant was positioned over the superior aspect of the wound. The skin was then reapproximated. Interrupted subcutaneous stitches were placed using 0 vicryl suture. Interrupted deep dermal stitches in 0 vicryl were then placed. The incision was closed with staples. Counts were correct. The patient tolerated the procedure well and was taken to the recovery room in stable condition.¿ . (B)(6) 2011:(B)(6) medical center ¿ md.(B)(6) operative report. Preoperative diagnosis: large, persistent complex left adnexal mass in a morbidly obese patient with multiple comorbidities. Postoperative diagnosis: large, persistent complex left adnexal mass in a morbidly obese patient with multiple comorbidities. Procedure: total abdominal hysterectomy, bilateral salpingo-oophorectomy per me. Repair of very large ventral hernias and lysis of adhesions intra-abdominally per dr. (B)(6) ; please see her dictation. Assistant: dr.(B)(6) . Anesthesia: general endotracheal per crna with dr. (B)(6) in attendance. Estimated blood loss: from the time of opening of the abdomen to my completion of the abdominal hysterectomy was 200 ml. Findings: dr. (B)(6) had already opened the abdomen vertically and entered both hernia sacs. She then dissected the hernia sacs and began dissecting the adhesions of bowel into the pelvis. I identified the uterus and the left adnexal mass as well as a normal right tube and ovary. The bladder was adherent 2/3 of the way up the anterior uterine wall towards the fundus. The left tube and ovary were encased in adhesions to the left pelvic sidewall as well as to bowel. The ureteral catheters that had been placed by dr. (B)(6) were palpated only after entering the retroperitoneal space bilaterally. The 8 to 9 cm complex cystic mass was actually a conglomeration of large ovarian cyst along with what appeared to be an edematous hydrosalpinx. It appeared to be benign. There was no nodularity or other lesions within the pelvis or omentum. Procedure: ¿when I arrived into the operating suite, the pelvis was exposed. Washings were taken of the cul-de-sac and left and right gutters. Pean clamps were placed across the broad ligaments at the uterocornual junctions bilaterally for a distance of only about 3 cm initially. The round ligament on the left was identified, suture ligated and divided. The bladder was then dissected off of its anterior uterine attachments using sharp dissection. The peans were then able to be advanced across the broad ligaments at the uterocornual junctions across the adnexa. Dr.(B)(6) performed lysis of adhesions while I assisted of bowel away from the left adnexa and from the back of the uterus. Initially the cul-de-sac was completely obliterated with adhesions. The right round ligament was then identified, suture ligated and divided with 0 vicryl. The right infundibulopelvic ligament was identified, clamped, divided and ligated x2 with 0 vicryl after entering the retroperitoneal space between the round ligament and the infundibulopelvic ligament and identifying the ureteral catheter on that side. The ureter was noted to be well out of the operative fields at all time on the right. The adnexa on the right was then removed. The retroperitoneal space was entered between the left round ligament and infundibulopelvic ligament. The infundibulopelvic ligament was then isolated, clamped, divided and ligated x2 with 0 vicryl after ascertaining that the ureter was out of the operative field. This adnexa was also excised. Further dissection of the bladder off the lower uterine and cervical segments was then undertaken. Dr. (B)(6) left the room at this point. Uterine vessels were skeletonized bilaterally, clamped, divided and ligated x2 with 0 vicryl. Cardinal ligaments and uterosacral ligaments were then serially identified, clamped, divided and ligated all with 0 vicryl, again taking care with all of these pedicles to make sure that both ureters were out of the operative fields by palpating the ureteral catheters. The remainder of the adhesions in the cul-de-sac were fine and filmy and were easily reflected off of the lower uterine and cervix in the back. Once the most inferior portion of the cervix was reached, angled clamps were placed beneath the level of the cervix, across the vaginal apex and the hysterectomy specimen inclusive of the cervix and uterus was excised and sent to pathology. The pedicles were secured with 0 vicryl. The uterosacral ligaments were plicated across the midline with 0 vicryl. Liberal irrigation was then carried out. Several areas of bleeding were either cauterized or ligated with 0 vicryl. Once hemostasis was confirmed, the bookwalter retractor which had been previously placed by dr. Wirsing was removed and sponge and instrument count at this point was normal and the case was turned back over to dr. Wirsing to actually placed the mesh repair. The ventral hernia was then closed.¿ (B)(6) 2011:midland pathology associates, pc. , md.(B)(6) pathology report. Accession #: (B)(6) . Final pathologic diagnosis: a. Liver, biopsy; hyalinized benign fibrotic nodules. The origin of these nodules is uncertain. Please correlate clinically. B. Hernia sac, excisional biopsy; fibroadipose tissue consistent with hernia sac. C. Left tube and ovary; left salpingo-oophorectomy; benign serous cystadenofibroma, benign follicular cyst, and adherent unremarkable fallopian tube. D. Uterus, right ovary and fallopian tube, hysterectomy with right salpingo-oophorectomy; unremarkable uterus, benign right ovarian cyst, and adherent right fallopian tube. (1). Microscopic description: a. Sections of tissue labeled ¿liver biopsy¿ containing hyalinized fibrotic nodules. The liver parenchyma away from these nodules appears unremarkable. No significant active inflammatory changes are seen. B. Fibroadipose tissue consistent with hernia sac. C. Sections of left ovary containing a benign serous cystadenofibroma. In addition, the ovary contains benign follicular cyst. There is a portion of fallopian tube adherent to the surface of the ovary. D. Sections of tissue labeled ¿uterus, right ovary and fallopian tube.¿ the uterus contains proliferative phase endometrium. The cervix and endocervix are unremarkable. The right ovary contains small simple cysts. Attached to the surface of the right ovary is an unremarkable right fallopian tube. Specimens received: a. Liver biopsy. B. Hernia sac. C. Left ovary and tube. D. Uterus, cervix, right ovary and tube. Pre-operative diagnosis: complex left ovarian cyst, history of multiple abdominal surgeries, ventral incisional hernia. Gross description: a. ¿liver biopsy.¿ a bit of tan and gray-white tissue 8 x 3 x 2 mm. 1 ns. B. ¿ventral hernia sac.¿ pieces of fibromembranous and fibroadipose tissue 12 x 6 x 4 cm in aggregate. 1 ss. C. ¿left ovary and tube.¿ an apparent ovary with tightly adherent fallopian tube. This tissue measures 4.5 x 4.2 x 3.4 cm and weighs 21 g. 2 ss. D. ¿uterus, cervix, right ovary and tube.¿ a uterus with separately submitted ovary and fallopian tube. The uterus measures 10 x 6 x 3.5 cm and weighs 68 g. The lower uterine segment is elongate. Examination of the inferior aspect of the specimen suggest this may be a supracervical hysterectomy. D1 is the uterine cervix or the site of the supracervical amputation, 2 ss. Sagittal section of the uterus reveals several dilated endocervical glands. The endometrium is uniform gray-pink to reddish slightly more than 1 mm in maximum thickness. D2 is elongate endocervical or lower-uterine segment, 2 ss. The myometrium has a slightly trabeculated appearance. Multiple sections of the fundus suggest the presence of an endometrial mucosal polyp. D3 is sections of uterine fundus, 3 ss. The detached ovary and fallopian tube measures 4 x 3.7 x 2 cm and weighs 14 g. D4 is sections of ovary and fallopian tube, 2 ss. (B)(6) 2011:midland pathology associates, pc. Md.(B)(6) pathology report. Clinical history: complex ovarian cyst. Accession #: n11-207. Cul-de-sac/pelvic washing. Final cytologic diagnosis: negative for malignant cells. Accession #: n11-208. Gutter, right, washing. Final cytologic diagnosis: negative for malignant cells. Accession #: n11-209. Gutter, left, washing. Final cytologic diagnosis: negative for malignant cells. (B)(6) 2011:(B)(6) medical center ¿ midland. Md.(B)(6) operative report. Preoperative diagnosis: infected gore dualmesh, recurrent ventral incisional hernia status post gore dualmesh repair of incarcerated ventral hernia (B)(6) 2011. Indications: definitive treatment, prevent complications. Postoperative diagnosis: infected gore dualmesh, recurrent ventral incisional hernia status post gore dualmesh repair of incarcerated ventral hernia (B)(6) 2011, chronic cholecystitis and chronic appendicitis. Assistant surgeon: dr. (B)(6) . First assistant: (B)(6) . Anesthesiologist: doctors (B)(6) . Anesthesia: general anesthesia with endotracheal intubation. Skin prep used: betadine. Procedure: exploratory laparotomy with removal of infected gore dualmesh. Lysis of adhesions (60 minutes). Component separation repair of recurrent ventral hernia. Open cholecystectomy. Open appendectomy. Findings: large, recurrent ventral hernia with multiple herniations through the left lateral aspect of the mesh superiorly and inferiorly as well, a smaller recurrence in the right inferior aspect of the mesh. Large 20 cm x 20 cm chronic abscess cavity with infected mesh within the cavity that had not gotten incorporated into the abdominal wall. Abscess cavity 1 cm thick and adherent to underlying bowel and omentum. Appendix elongated and enmeshed and scarred into the abscess wall. Gallbladder elongated, dilated, thickened and showing evidence of chronic cholecystitis. Description of procedure: ¿the patient was identified and brought to the or. Under excellent general endotracheal anesthesia and preoperative antibiotic coverage, the patient was prepped and draped using betadine. Preoperatively, scds were placed on her lower extremities and an indwelling foley catheter placed as well. A midline incision through a previous scar was taken and the draining sinus in the umbilicus opened out. Pus was aspirated out into culture tubes and sent for microbiological analysis. We then cut our way through the thickened abdominal wall overlying the mesh. We then entered the abscess cavity. We then subsequently grabbed a hold of the mesh and freed it circumferentially from its attachments to the fascia. We used a scissors to cut the prolene sutures. All excess prolene sutures were also pulled out from the fascial edges. The mesh was then excised and sent off the table for histopathological analysis. We then continued to work our way to find the edges of the fascia. We realized that, in fact, the entire anterior abdominal wall was a thickened rind of abscess cavity and the musculature had retracted far out laterally. We worked our way initially on the left side to find the edge of the rectus fascia. We were able to find this and then start working our way between the edge of the sac and the rectus fascia. This resulted in us entering the true peritoneal cavity, following which we were able to free up the medial aspect of the left rectus muscle. In a similar fashion, we started working on the right side of the abdomen to free up the right rectus muscle from the hernia sac. We were able to find this muscle superiorly and work our way inferiorly. At this point in time, we had spent a fair amount of time freeing up this entire thickened mass of tissue from the edges of the defect. We had done a fair amount of lysis of adhesions on the left side of the abdomen; however, the rind, the abscess cavity was thickened, there was significant inflammatory response, the tissue itself was over a centimeter in thickness. I had my partner, dr. (B)(6) , come in at this point in time, anticipating a prolonged surgery and prolonged lysis of adhesions, to speed up the process. Between the 2 of us, then we started working off the abscess rind from the underlying bowel. I created a tunnel underneath the thickened tissue. We sectioned across this rind of tissue. We worked on the proximal inflammatory cavity and freed up the bowel from this inflammatory tissue. We used a combination of sharp electrocautery dissection as well as dissection with the metz scissors to free up the bowel. We then continued working at the inferior aspect of this inflammatory mass. This proved to be much more difficult and there was a fair amount of adhesions of bowel to this inflammatory mass. We were, however, eventually able to free up this mass from the recti laterally and from the bowel posteriorly. The appendix itself was adherent to this inflammatory mass. It was freed up and looked skeletonized from the freeing up from this mass. Given that the appendix looked devitalized and this was a real difficult abdomen, we elected to proceed with an appendectomy. The mesoappendix was taken down with the electrocautery. The base of the appendix was then sectioned off with the endo gia 75 mm linear stapler. The stump of the appendix was then cleaned off with some betadine. The rest of the inflammatory rind of tissue was then eventually sectioned off as far inferiorly as possible and handed off the table. We then started mobilizing the rest of the bowel circumferentially in all directions, taking down significant thick, adhesed bands, but leaving most of the other flimsy adhesions in place. There was no evidence of any bowel obstruction. The serosa was intact. There was no defect of the bowel produced from all of this lysis of adhesions. Working our way superiorly, we then noticed a large gallbladder that was floppy, thickened, elongated and adherent to the bowel. Once again, given the hostile nature of the abdomen and her surgical risk, we elected to proceed with the open cholecystectomy. We proceeded in a fundus to neck dissection, taking the gallbladder off from the liver using the electrocautery. The cystic artery was isolated, clamped and ligated with a 2-0 silk suture. In a similar fashion, the cystic duct was isolated, clamped and ligated with a 2-0 silk suture. The gallbladder was handed off the table and sent for histopathological examination. At this point in time, we had completely done the lysis of adhesions and had freed up the peritoneal aspect of the rectus muscle from all bowel posteriorly. I then went ahead and placed kocher¿s on the edge of the rectus fascia, providing medial traction. I went ahead and created the lateral relaxing incision on the rectus sheath. It was extended both superiorly and inferiorly until we reached the limits of our dissection superiorly, we reached the costal margin. Inferiorly, we went as far down as possible toward the inguinal ligament. This provided a fair amount of relaxation to the rectus muscle. In a similar fashion, dr. (B)(6) performed a similar relaxing incision on the left rectus muscle. We were able to achieve a fair amount of mobility of the rectus component medially; however, we elected to augment this mobility by making a counter incision in the posterior rectus sheath as well. I once again went ahead and provided gentle medial traction on the rectus fascia. I then used electrocautery to score the posterior rectus sheath out laterally. This provided an additional couple of centimeters of mobility of the rectus component. In similar fashion, dr. (B)(6) performed the posterior rectus sheath mobilization on the left side. After we had achieved this, dr. (B)(6) scrubbed out of this case and I continued with the rest of the procedure. We decided to close the midline fascia with a running loop pds suture and interrupted 0 loop pds sutures as well. We used a total of four 0 loop pds sutures and multiple interrupted sutures to approximate the rectus fascia together. At the end of the closure, the defect was obliterated and there was a good, intact midline fascia. I then further buttressed the repair with an onlay surgisis patch measuring 20 cm x 20 cm. I had to use 2 patches to completely cover the defect. The bridging area between the 2 patches was closed off with a running 0 vicryl suture. I used 0 vicryl suture to lay the mesh in place as well. After we had completed this part of the procedure, we were very satisfied with our repair. There were no leaks, there were no herniations and it was an intact and secure repair. I went ahead at various points during the procedure to completely clean out the tissues. Prior to the repair of the hernia, we had changed out our gloves as well. I went ahead and placed 2 flat #10 jp drains and brought them out on either side in the subcostal space. They were sewn in place with the aid of 2-0 nylon sutures. I then went ahead and excised the excess skin using an elliptical incision to remove a sizeable portion of the excess skin, this includes the umbilicus as well. We went all the way back until we got healthy bleeding from the edges of the skin. Hemostasis was then secured. The wound edges were brought together with a few interrupted 0 vicryl sutures. Skin was closed with staples. Telfa, 4 x 4¿s, abds and a foam dressing were placed on top of the wound. The jp drains were hooked up to bulb suction. Instrument and sponge counts were all found to be correct. Hemostasis was secured prior to closure. Total blood loss was 300 ml. She received a total of 5500 of crystalloids and 500 of colloids. The patient was transferred to the recovery unit in satisfactory condition. She tolerated the procedure well. Her relatives were informed of the operative findings.¿ . (B)(6) 2011:midland pathology associates, pc. Md.(B)(6) pathology report. Accession #: s11-11603. Comment: hernia sac, appendix, gallbladder & hernia sac, infected mesh. Final pathologic diagnosis: a. Hernia sac, appendix and gallbladder, cholecystectomy, appendectomy and hernia sac excision. 1. Active chronic inflammatory process with foreign body reaction consistent with the clinical impression of infected mesh. 2. Normal gallbladder. 3. Normal appendix. B. Hernia sac, mesh. Microscopic description: a. Sections of tissue consisting of gallbladder, hernia sac and appendix. The gallbladder shows no histopathologic change. The appendix shows no histopathologic change. The hernia sac consists of mixed inflammation consisting of both acute and chronic types. There are some areas of necrosis and hemorrhage. The stroma contains hyalinized fibrosis with an angioblastic and fibroblastic proliferation. Foreign body giant cells are focally present. The findings are consistent with an active chronic inflammatory process. B. Mesh, gross only. Specimen(s) received. A: hernia sac, appendix, gallbladder. B: hernia sac, infected mesh. Pre-operative diagnosis: recurrent hernia with infected mesh. Gross description: a. ¿hernia sac, appendix and gallbladder.¿ multiple fragments of which contains a recognizable gallbladder which is 14 x 16 cm. A suture tie is present on the cystic duct. The mucosal surface is tan and velvety. Two pieces of the gallbladder are submitted in 2 cassettes as a1. No calculi are present. The appendix contains attached mesoappendix. The tissue measures 7 x 5 cm. The surface is smooth and glistening. Sections of the appendix are submitted in 1 cassette as a2. The remaining fragments of tissue are thickened, slightly firm, membranous tissue ranging from 9 to 20 cm in greatest dimension. The cut surface of these larger fragments is white and smooth. Multiple fragments from this tissue is submitted as a3. 6 pieces, 5 cassettes. B. ¿infected mesh.¿ the specimen consists of a white mesh which measures 28 x 18 cm. No sections are taken. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ . W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2011: (B)(6) center (B)(6). (B)(6) md. Discharge summary. ¿diagnosis: 1. Recurrent ventral hernia with infected gore dualmesh. 2. Status post excision of infected dualmesh, lysis of adhesions and component separation repair of recurrent ventral hernia. Hospital course: the patient is a 45-year-old lady who has a recurrent incisional hernia and an infected gore dualmesh who was admitted semi emergently for removal of the mesh and repair of the recurrent hernia. She underwent an uncomplicated excision of the mesh and extensive lysis of adhesions, cholecystectomy, appendectomy and a component separation repair of the recurrent hernia on (B)(6) 2011. Her subsequent hospital course was fairly steady and smooth. Over the course of the next few days she progressively started becoming more and more ambulatory. Her pain got controlled with only oral analgesics and she started tolerating her food and having some bowel activities. Her wounds all remained clean and intact at the time of dismissal. Discharge condition: stable for transfer/discharge with no emergent problem. Discharge instructions: dismissal instructions have all been provided to the patient at the time of the dismissal process.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: ¿ (B)(6) 1999: (B)(6) hospital. (B)(6), rsm, md. History and physical. Presented to dr. (B)(6) office yesterday with complaints of abdominal pain, nausea, vomiting and diarrhea. Known history of umbilical hernia and yesterday it was felt that she had flu symptoms. Today she returns to the office because of increasing malaise and anorexia and a painful palpable bulge in the umbilicus. Patient stated the mass became more painful as day progressed. History of morbid obesity, ruptured sigmoid diverticulitis with necessitated hartmann procedure and subsequent re-anastomosis. Ventral hernias in the past. Exam: obese and soft. Palpable painful tender mass at umbilicus. I am able to reduce its contents. Abdominal rigidity, no rebound. Guarding around the site. Laboratory data revealed white blood cell count of 13.9. Impression: incarcerated umbilical hernia. Plan: admitted and will do umbilical herniorrhaphy under general anesthesia this evening. ¿ (B)(6) 1999: (B)(6) hospital. [Signature illegible]. Anesthesia record. Weight 300 plus pounds. Asa iiie. ¿ (B)(6) 1999: (B)(6) hospital. (B)(6), rsm, md. Operative report. Preoperative diagnosis: incarcerated umbilical hernia. Postoperative diagnosis: incarcerated umbilical hernia. Anesthesia: general endotracheal. Anesthetist: dr. (B)(6). Operation: reduction and repair of incarcerated umbilical hernia. Description of procedure: ¿with the patient in the supine position, under general, endotracheal anesthesia, the abdomen was prepped with betadine and draped in the usual sterile fashion. A curvilinear infraumbilical incision was made and dissection was carried down through the skin into the subcutaneous tissue. There was a large hernia sac encountered which was opened. There was an approximately 1 foot segment of small bowel trapped within the hernia sac. This was carefully taken down with sharp dissection. The bowel was then returned to the abdomen. The sac was then dissected down to the level of the fascia and removed. The fascia defect was then closed in a transverse fashion with interrupted #1 maxon sutures. Hemostasis was achieved with electrocautery. The subcutaneous tissue was reapproximated using 2-0 vicryl simple interrupted sutures and the skin was reapproximated with the use of a skin stapler. Sterile dressing was applied. The patient tolerated the procedure well without any complications. Sponge, needle, and instrument counts were correct. The patient was transferred to the recovery room in stable condition.¿ ¿ (B)(6) 1999: (B)(6) hospital. (B)(6), md. Pathology. History: incarcerated umbilical hernia. Specimen: umbilical hernia. Gross: the specimen is labeled, ¿umbilical hernia sac.¿ the specimen received consists of two pieces of fibroadipose connective tissue, the larger measuring 14.0 cm in greatest dimension. Appropriate sections will be taken. Diagnosis: tissue consistent with an incarcerated umbilical hernia. ¿ (B)(6) 1999: (B)(6) hospital. Lab. White blood cell count 16.5 h (4.3-11.0). ¿ (B)(6) 1999: (B)(6) hospital. [Signature illegible]. Progress notes. Tolerating diet, no nausea. Mild incisional pain. Abdomen soft, wound okay, dressing clean. ¿ (B)(6) 1999: (B)(6) hospital. (B)(6), rsm, md. Discharge summary. 32-year old white female who had incarcerated umbilical hernia from prior midline incision. Had hernia there for approximately a year and has put off having repair. Presented with complaints of abdominal pain, nausea, vomiting and painful bulge which was not reducible at the umbilicus. Hospital course: taken to surgery on (B)(6), 1999, where reduction and repair of incarcerated hernia was successfully completed. Postoperatively she did well. Tolerating her diet without difficulty. No nausea and mild incisional pain. Abdomen is soft. Wound was clean. Discharge instructions: remove bandage on (B)(6), 1999, and shower daily. Diet at tolerated. Not to drive or engage in any heavy lifting. Seen in my office in seven to ten days. Discharged in stable condition. ¿ (B)(6) 2011: (B)(6). (B)(6), md. Radiology- pelvic ultrasound. Indication: follow-up left ovarian complex cyst. Impression: stable large complex nonspecific cyst in left ovary. ¿ (B)(6) 2011: (B)(6). (B)(6), md. History and physical. Date of admission (B)(6) 2011. Chief complaint: complex left ovarian cyst persistent, multiple comorbidities including obesity, chronic obstructive pulmonary disease, heart disease and history of multiple abdominal operations secondary to perforated diverticulitis. Referred by dr. (B)(6) wirsing who will be planning on abdominal hernia repairs in near future after workup demonstrated an 8.2 x 4.5 x 5.0 complex left adnexal mass on CT scan. Describes central abdominal and pelvic pain which radiated to both lower quadrants and back. Complains of pressure in abdomen and believes this is secondary to the large abdominal wall hernias. After lengthy discussion regard to options, patient would like to proceed with exploratory laparotomy, total abdominal hysterectomy, bilateral salpingo-oophrectomy. She had ruptured diverticulitis in the past requiring bowel resection and colostomy, colostomy takedown and prior umbilical hernia repair. Because of these procedures, she knows that we may encounter significant adhesions and therefore, dr. Wirsing will be available in case adhesiolysis or bowel needs to be addressed and we will have ureteral catheters inserted to identify the ureters prior to surgery. Has smoked a pack per day of cigarettes for 30 years. Weight 330 pounds, bmi 53. Exam: morbidly obese with large pannus. 2 large central hernias, one to the right of midline above umbilicus, one to left of midline and below the umbilicus. Impression: persistent complex left ovarian cysts with normal ca-125. Plan: declined nicotine patch postoperatively. ¿ (B)(6) 2011: (B)(6). (B)(6), md. History and physical. Underwent hartmann¿s procedure in 1996 for a perforated diverticulitis. She then had a takedown of her colostomy. Then developed and umbilical hernia which was repaired. These surgeries were performed in (B)(6) hospital. One year ago she developed a bulging around her umbilicus and in her lower abdomen. Size of bulge have progressively increased. Complains of constipation and occasional abdominal pain above the umbilicus and in lower abdomen. Has occasional nausea. Appetite has been diminished. Exam: abdomen soft, obese, no hepatosplenomegaly. Very large abdominal wall hernia in midline in suprapubic region which is incarcerated. Incarcerated hernia above umbilicus which is quite large. Mildly tender to palpation along midline. Midline incision is well healed. CT of abdomen and pelvis show 2 large ventral hernias containing a large amount of small bowel. There is no evidence of bowel obstruction. There are multiple cysts in left adnexa, the largest measuring 5 cm. Impression/plan: 2 large abdominal wall hernias. Ventral hernia repair with mesh. ¿ (B)(6) 2011: (B)(6). (B)(6). Anesthesia record. Weight 327 pounds. White blood cell count 14.1. Asa iii. Implant date: (B)(6), 2011 (hospitalization (B)(6), 2011) ¿ (B)(6) 2011: (B)(6). (B)(6), md. Progress notes. Pain controlled, no nausea/vomiting. No flatus/bowel movement. Abdomen soft, incision with dressing clean, dry, intact. ¿ (B)(6) 2011: (B)(6). Lab. White blood cell count 14.9 h (4.8-10.8). ¿ (B)(6) 2011: (B)(6). (B)(6), md. Progress notes. Tolerating clears, small amount of flatus, no bowel movement. Abdomen soft, incision okay. Impression/plan: full liquid diet. ¿ (B)(6) 2011: (B)(6). Lab. White blood cell count 15.0-16.5 h (4.8-10.8). ¿ (B)(6) 2011: (B)(6). (B)(6), md. Discharge instructions. No lifting greater than 5 pounds. Wear binder. Follow-up with dr. Wirsing in 1 week. Vicodin for pain. No baths, may shower. ¿ (B)(6) 2011: (B)(6). Lab. White blood cell count 13.2 h (4.8-10.8). ¿ (B)(6) 2011: (B)(6). Lab. White blood cell count 10.9 h (4.8-10.8). ¿ (B)(6) 2011: (B)(6). (B)(6), md. Discharge summary. Admission diagnosis: ventral incisional hernias; left ovarian cyst. Discharge diagnosis: ventral incisional hernias; left ovarian cyst. Hospital course: two jackson-pratt drains were placed during the surgery. Her diet was slowly advanced as tolerated. Her oxygenation was relatively low the first few days after surgery but we were able to wean her off the oxygen. She was discharged home in good condition. Discharge instructions: jackson-pratt drain care as instructed. Regular diet. No lifting more than 10 pounds. Resume home medications. ¿ (B)(6) 2011: (B)(6) physicians group. (B)(6), md. Office notes. Asked to see patient by dr. (B)(6). Underwent a repair of an incarcerated hernia with gore dualmesh on (B)(6) 2011. The patient did well initially. Subsequently, found to have a wound infection and treated with antibiotics. Initial wound infection grew out pseudomonas. She continues to have persistent drainage from the wound. A CT scan of the abdomen and pelvis without and with contrast on (B)(6) 2011 shows small pockets of gas along the mesh and fluid along the posterior aspect of the mesh. Small ventral hernia is noted along the edge of the ventral repair on left side. Patient now reports to me for possibility of repair of hernia. Previous surgeries: (B)(6) 1996, exploratory laparotomy with hartmann procedure for ruptured sigmoid diverticulitis. (B)(6) 1997, lower anterior resection with reestablishment of intestinal continuity. (B)(6) 1999, reduction/repair of an incisional umbilical hernia. Weight 319 pounds, bmi 51.6. Exam: abdomen shows a long midline scar with draining foul-smelling purulent discharge coming thought the umbilical area with a wick in place. There are obvious herniations and bulges seen in left upper part of wound. Impression: recurrent ventral incisional hernia with an infected gore dualmesh. Plan: for starters we have to get rid of the infected gore dualmesh. What we do thereafter depends on how we find the tissues at the time of surgery. If they seem healthy enough to do a competent repair, then we may potentially consider that as a possibility at the time of surgery. Otherwise, we are left with taking out the mesh. ¿ (B)(6) 2011: (B)(6). [Signature illegible]. Anesthesia record. Weight 141 kg, bmi 51. Asa ii. Explant date: (B)(6), 2011 (hospitalization (B)(6), 2011) ¿ (B)(6) 2011: (B)(6). Implant record. Implant: mesh gen surgisis gold w/perf x 2. ¿ (B)(6) 2011: (B)(6). Lab/microbiology. Glucose random 215 h (65-140). Abdominal wound culture positive for staphylococcus aureus. ¿ (B)(6) 2011: (B)(6) . Lab. White blood cell count 14 h (4.8-10.8). ¿ (B)(6) 2011: (B)(6) health. [Signature illegible]. Progress notes. Abdomen- mild dehiscing mid-portion of [illegible]. Complain of breakdown. Nondistended, nontender. Jackson-pratt mild serosanguinous. ¿ (B)(6) 2011: (B)(6). Lab. White blood cell count 12.5 h (4.8-10.8). ¿ (B)(6) 2011: (B)(6) health. (B)(6), md. Progress notes. Low abdominal pain. Tolerating diet. No flatus/bowel movement. Abdomen soft, tender in lower abdomen. ¿ (B)(6) 2011: (B)(6). Lab. White blood cell count 12.2 h (4.8-10.8). ¿ (B)(6) 2011: (B)(6) health. [Signature illegible]. Progress notes. Feeling better. Keeping food down. No abdominal pain. Small area 2 cm x 6 cm of erythema. Rest of abdomen soft, nontender, nondistended. ¿ (B)(6) 2013: (B)(6). (B)(6), pa; (B)(6), md. History and physical. The patient has been having weakness, fatigue, slight abdominal pain and constipation for 3 to 4 days. History hypertension, borderline diabetes mellitus. Patient is a smoker, 1 pack per day for multiple years. Exam: abdomen soft, nontender, nondistended. No hepatosplenomegaly. Positive bowel sounds in all 4 quadrants of normal rate. No masses or pulsating masses noted. Does have large ventral wall hernia and also does have ulcer over ventral wall hernia repair that is chronic and does not appear cellulitic or any heavy drainage. Does have some minor yellow drainage. However, no malodorous smell. Impression/plan: septic shock, acute respiratory failure, respiratory acidosis, urinary tract infection, acute kidney failure, bandemia, hyponatremia, chronic nonhealing ulcer of abdominal wall. ¿ (B)(6) 2013: (B)(6). (B)(6), md. Radiology- CT abdomen without contrast. Indication: abdominal pain with elevated liver enzymes. Impression: moderate right hydronephrosis with staghorn calculus at right ureteropelvic junction. Findings suggest acute or subacute upj obstruction. Non obstructing staghorn calculus in lower pole of right kidney. ¿ (B)(6) 2015: (B)(6). Progress notes- severity- complex worksheet. States she fell friday, her today with right rib pain. Very lethargic at arrival. History atrial fibrillation versus flutter, congestive heart failure, systolic and diastolic function, pulmonary hypertension. Bmi 47. Medication include xarelto and metformin. Impression: sepsis with respiratory failure. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. The instructions for use further includes a precaution which states, ¿ensure the size of the device is adequate for the intended repair.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2011 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2011, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: inflammation, infection, hernia recurrence, adhesions, abscess, abdominal wall reconstruction, surgery to remove mesh, active chronic inflammatory process, foreign body giant cell reaction. Additional event specific information was not provided.